Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that prior to a procedure it was observed that there was a hair inside the sterile packaging for the e-sep pencil. There was no patient impact, no medical intervention and no adverse consequences.

Event description:
It was reported that prior to a procedure it was observed that there was a hair inside the sterile packaging for the e-sep pencil. There was no patient impact, no medical intervention and no adverse consequences.

Manufacturer narrative:
Additional information: h6: the quality investigation is complete. D4: full UDI added. Correction: h6: device code updated based on the complaint investigation.